Event description:
In 2007 the pt reported that "every 4th day or so, when she wakes up, she can't feel or move her legs". She stated that over the past year it started out intermittently, but over the last 2-3 months it had become more frequent. The pt also provided that she had a cell phone tower less than 100 yards from her house. The pt was encouraged to contact her hcp. The pump was used to deliver lioresal. See manufacturer's report #2182207-2007-04233. In 2008, the pt reported she "feels like she is getting too much medication and then she isn't getting enough". She said that initially it occurred 1-2 times per month, but now it was occurring every 3-4 days. She stated that a dye study was done and they didn't find anything; there had been no pump volume discrepancies. The pt was at home and reported her status as "fair". Add'l info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.